Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23367i, reader sn (B)(4). Two repeat cue tests performed the same day on an alternate reader provided two negative results. On (B)(6) 2022, customer performed an ihealth antigen test that provided a negative result. A third repeat cue test was performed on (B)(6) 2022 and an additional negative result was obtained. All negative retests were performed on reader sn (B)(4). Customer is fully vaccinated and boosted. Customer did not specify if cartridges were kept in recommended temperatures.